Manufacturer narrative:
(B)(4). Batch #t5a90y. Investigation summary: the analysis results showed that one gst60g cartridge reload was returned unfired with nine double drivers missing, making the reload non-functional. In addition, the cartridge pan was noted to be partially dislodged from left proximal side. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. No conclusion could be reached on what may have caused the cartridge pan to dislodge. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during an unknown procedure, an attempt was made to load a cartridge, but it did not fire. Successful installation after installing another cartridge. There were no patient consequences reported. No additional information is available at this time.